Event description:
It was reported that during follow up, the pulse generator exhibited high ventricular impedance and noise. A chest x-ray revealed the ventricular lead was loose in the connector. The lead was reconnected and secured successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.